Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a ¿fatal exception¿ message appeared stating ¿error initializing device manager,¿ after which the system returned to the blue carefusion screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not boot up the application and displayed errors when tried to login. A field service engineer reimaged and configured the station. Replaced matrix drawer controller board and optical sensors to drawer 1 and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.